Event description:
It was reported that during a low anterior resection they perform bedside stapling with their robot anterior resection and the coil spring of the ecp stapling came out of the device. There was a spiral inside the box (it is included with the complaint) so the device is never used! Out of security they decided to open a new device.

Manufacturer narrative:
(B)(4) date sent 9/17/2025 d4 batch # 452d80. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device was returned with the handle shroud opened from the battery area, with anvil missing and a loose spring inside of a plastic bag was received. The device had staples present and no washer returned. Further analysis shows that the loose spring belongs to the battery kickoff spring from the wire harness assembly area. However, the test battery could be inserted without difficulty and when the battery was installed the green checkmark was not illuminated, indicating that the device was not fired. In addition, the device was tested for functionality with a test washer and anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached on the cause of the detached spring and the handle shroud opened as the device was received out of its package. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 452d80, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device cdh29p lot number a97e6n and no non-conformances were identified. Additional information was requested, and the following was obtained: 1.. Could you please clarify if there were any patient consequences? No 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? Unknown